Manufacturer narrative:
Concomitant medical products: product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. (B)(4).

Event description:
It was reported the patient¿s device was pushing through the skin. It was noted the implant started pushing out of the skin and pocket following a fall a month prior to call. It was reported the manufacturer representative told the patient they needed surgery and interrogated the implant. It was noted the patient¿s leads were positional and moving due to fluid. It was reported it was taking even longer than before to charge.